Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera control unit displayed error code e117 (image processor or light source). It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d8, d9, h3, h4, h6, and h11. This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Error code 117 was found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue was confirmed. The cause of the issue was attributed to faulty solid state drive (ssd). Olympus will continue to monitor field performance for this device.